Event description:
Patient's family member mentioned patient's meter had been giving false low reading and was admitted in the hospital. Morning, around 1:00 am patient woke up feeling shaky. Patient tested blood glucose and obtained a lower reading of 212. Family member treated patient for low since patient was shaking. Patient tested again and still obtained a low reading, again treated for low with food and juice. Patient started vomiting and heart started to beat fast. Family member called the paramedics. Paramedics took patient to the hospital. At the hospital a lab test was done and patient's blood glucose was over 800mg/dl. Patient tested around the same time lab test was done and obtained a 412mg/dl. Per family member, patient was treated with an IV drip to lower blood sugar. Patient was released the following morning. Diagnosis was hyperglycemia. While troubleshooting with the customer service, lfs noticed that meter was set to the wrong unit of measurement. Family member does not recall if themselves or patient went into the settings mode and by accident changed the unit of measurement. Customer service was unable to resolve the issue and sent patient a new meter.